Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead failed to extend despite multiple attempts. The low voltage lead was not used and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Visual and x-ray examination did not find any anomaly except for procedural damage.